Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a patient with a 23mm 3300tfx aortic valve implanted for 2 years underwent redo valve replacement due to unknown reasons. A 23mm 11060a valve was implanted in replacement. Patient post procedure in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: b5, b6, b7, h6 component codes, health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported through implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of 2 years due to a thrombus on the valve causing severe stenosis and immobility of the leaflets. A 23mm 11060a avc was implanted in replacement. The patient was discharged home on pod#7. Per medical records, the patient presented acute extensive left lower extremity deep venous thrombosis and was found with a large thrombus-filled pseudoaneurysm of a prior aortic repair with a contained rupture. The patient underwent a redo aortic root replacement/avr with coronary reconstruction and CABG x1. There was a thrombus on the aortic side of the valve causing severe stenosis and immobility of the leaflets. The 23mm 3300tfx valve was explanted and replaced with a 23mm 11060a konect avc. The new bioprosthetic valve was functioning well on tee. Postoperatively, the patient overall did very well and was discharged on pod #7.

Manufacturer narrative:
Manufacturer narrative: updated sections: d4 expiration date, h4, h6 type of investigation ( 3331 - analysis of production records), investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Section h6 type of investigation: 4115 - device discarded.